Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing. It was reported that no telemetry could be confirmed for this device. The ICD has been forwarded to guidant's reliability assurance laboratory for further analysis.